Event description:
The customer reported the system randomly shutdown. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated along with a loose chip. The system was tested and found to be working as intended, and put back into service.